Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when rv lead was being implanted into the rv, the anatomy was very tortuous to navigate and the lead appeared to kink. When the lead was taken out to reposition, the implanter felt that he didn¿t want to implant it because it appeared slightly kinked just before the coil. A new lead was successfully advanced through the new sheath. The patient was discharged.